Event description:
It was reported that there was a coupling problem. It was noted that since implant the patient had only been able to get 0-2 coupling boxes. An antenna locate had been attempted, but had only showed 0 coupling boxes filled on the recharger screen. Additional information received reported that there was a possible allergic reaction. It was noted that both incision sites were itchy. Patient did not have a latex allergy. There was a coupling problem when the patient sat or stood. It was noted that a pocket revision was most likely needed due to battery location. The implantable neurostimulator (ins) sat perfect when the patient was laying on stomach, but as soon as the patient stood up the ins tilted. Patient had a unique anatomy and her buttock was soft and loose. Implant had occurred on (B)(6) 2013. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).